Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2015 and it was determined the lead had migrated (reference MFR. Report: 1627487-2015-07692). A placement of a new lead was attempted to no avail, however the procedure was abandoned.